Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown. Products with multiple product/lot numbers were implanted including: part: (B)(4), lot:unknown (x1) part: (B)(4). Lot: h09b2594 (x4) part: (B)(4) lot: h10k3411 (x1) part: (B)(4), lot: unknown (x1) part: (B)(4), lot: h09j3279 (x3) part: (B)(4), lot: unknown (x1) part: (B)(4), lot: unknown (x1) part: (B)(4), lot: unknown (x1) part: (B)(4) lot: unknown (x2) it is unknown which product contributed to reported event.

Event description:
See the attached document for event description.